Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken screw during a revision. The revision was due to adjacent level disease. While removing a screw, so the construct could be extended, the screw was found to be broken.

Manufacturer narrative:
The returned device was examined. The screw shank was found to have broken into two pieces. The complaint is confirmed. The labeling was reviewed and found to contain warnings associated with loads equal to those placed on healthy bone... The implant could eventually break due to metal fatigue. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. Additional information in device evaluated by MFR? And evaluation codes.